Event description:
A malfunction alarm was reported, specifically a software error identified as malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within normal range. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any issue reappears and confirmed their understanding of the instructions.